Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the rigid tube was dented, the light guide bundle was chipped, and the objective lens was contaminated. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The most probable cause of the dented rigid tube was traced to a component failure caused by a component failure of the rigid tube. The cause of the rigid tube failure could not be determined. The most probable cause of the chipped light guide bundle was traced to a component failure due to component failure of the distal end of the video telescope. The cause of failure of the distal end of the video telescope could not be determined. The most probable cause of the objective lens was contaminated was not established a review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had an anti-fogging function error. There were no reports of patient involvement.